Event description:
While lowering a resident the hoist continued to lower even though the handset had been released. The nurse manually restrained the boom so that the resident was not crushed. Since then the hoist will not go up or down.